Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by a vad coordinator that the pt expired. A preliminary review of the log file was requested by the hospital and revealed that the pump operating parameters of speed, power, flow and pulsatility index (pi) were stable throughout the log file. The events recorded were routine power cable disconnects and a few pi events. The log file ended with a low flow/pump disconnect event. A set speed change was also noted 2 hours prior to the pump disconnect. Additional info was received from the vad coordinator that the pt was up on their progressive unit after being admitted from some fluid retention and was diuresing. The team had been waiting to discharge the pt until her international normalized ratio (inr) came back in range as it had fallen while in patient. The doctor entered the room in the morning to find the pt nauseated, moaning, and experiencing respiratory distress. The pt was transferred to the ICU where she was intubated and later went into ventricular tachycardia (v-tach). An echo was performed and at some point the pt became unresponsive. Cardiopulmonary resuscitation (CPR) was attempted for at least 40 minutes, and an attempt was made to place the pt on ECMO but upon exam the pt's pupils were fixed and dilated. Any further attempt at resuscitation was stopped. The vad coordinator reported that there were no indicators that there was a malfunction with the pump. It was also reported by the physician that at times they saw the ventricle completely collapsed, and other times quite full during the arrest.